Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis devices, and gore® excluder® iliac branch endoprosthesis devices. A 16 fr gore® dryseal flex introducer sheath was inserted from the right side, and the devices were implanted. After all devices were implanted, it was observed that the blood flow in the right limb was weak during closure of the access site. Angiography revealed a dissection in the right external iliac artery. Two gore® excluder® aaa endoprosthesis devices (an iliac extender endoprosthesis and a contralateral leg endoprosthesis) were implanted to treat the dissection. It was confirmed that the false lumen had resolved. The patient tolerated the procedure well. It was reported that the patient's access vessel was severely tortuous, and the diameter of the right external iliac artery near the dissection site was between 8.4 and 9.5 mm.